Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that a new battery was inserted into the pump but the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed evidence of power reboots occurring. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. No power losses occurred during testing. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.